Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative reseated the connector. The system was tested and is operating as intended.

Event description:
The customer reported that there was a system error message on the 6800 system. No pt injury was reported.